Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer (fse) powered off the cabinet and reseated connections. Rebooted the cabinet, turned off firewalls, and disabled power-saving features overall and individually on all universal serial bus (usb) hubs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower during a restock for an item in drawer 08, the drawer did not open, and subsequently no drawers opened from the populate buttons page. The customer stated the drawer network was available and configured appropriately and staff could log in via fingerprint; reboots of the monitor and tower, using a different outlet, and trying different usb ports did not resolve the issue. However, there were no delays or adverse events or injuries reported based on this event.